Event description:
It was reported that the patient had her ins taken out "about 3 weeks ago". The patient "had it in 5 years and more and more it was just ineffective for her pain and the doctors made the decision to take it out". The reporter was wondering what they should do with the patients external components. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).